Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shut down while in use. No patient harm was reported. Patient information has been requested.

Manufacturer narrative:
Patient/user involvement: . Follow up attempts were made to obtain patient information from the customer. The customer replaced the da-mc ribbon cable to resolve this issue.